Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Initially, 'internal water droplets present, internal water droplets mixed in¿ were reported. Upon further investigation, the malfunction should be coded as non-reportable instead of reportable. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tip cover glass damage; insertion tube deformation and dents. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Updated fields: h2; h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid endoscope telescope had a damaged distal end and internal water droplets present. The issue was found during reprocessing. There were no reports of patient involvement.